Manufacturer narrative:
Customer performed a control solution test and the meter was found to perform within specifications.

Event description:
Customer reports received inaccurate erratic readings. In blood glucose tests, customer received readings of 22 mg/dl and 247 mg/dl within 10 minutes. Tests were performed on the fingers. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.